Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms shortly after a lightning strike during a storm. The system controller was exchanged without incident.

Manufacturer narrative:
Upon analysis of the returned heartmate ii system controller, a compromised wire within the black power lead was confirmed, which is known to generate inadvertent power cable disconnect alarms. During analysis, interruption in pump function was also able to be induced with movement of the black power lead at the connector end. There were power cable disconnect and low battery advisory alarms recorded that did not appear consistent with typical use of the device. There were no events contained within the log file to suggest any interruption in the function of the pump while the device was in use on the pt. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available. The manufacturer is closing its file on this event.